Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete. (B)(6).

Event description:
It was reported that a 102" (259 cm) appx 8.3 ml ext set bifuse pur standardbore/smallbore w/clave clear, spiros w/red cap, dual check valve, 1.2 micron filter, luer lock had an event where the aads (amino acids dextrose solution (tpn- total parenteral nutrition)) inline filter noted to be leaking when lines traced. Filter wet and sticky when touched. Line changed. There was patient involvement, and no patient harm reported.